Manufacturer narrative:
The sample is indicated as unavailable for evaluation. However, based on the video image provided of the filter post removal, a filter strut was broken. The alleged complaint regarding the migration of the filter could not be confirmed based on the video alone. Without the sample or any visual images in-vivo of the issue, a root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Doctor had to do both jugular and femoral approach using forceps to pull a part the filter. It was placed 3 months ago. The vena cava was reported average size and the imaging showed ideal placement of the option filter. The filter had migrated distally and turned perpendicular in the vena cava.